Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 cgm to the ilet, with the sensor in warmup and the cgm connection not establishing to the ilet despite guidance to pair the g7 to the ilet first. Symptoms included transient hyperglycemia following breakfast, with a reported glucose of 226 mg/dl and approximately 10¿20 minutes above range, without ketone testing, back-up therapy, medical intervention, or other assistance. Outcomes included temporary interruption of cgm-enabled automated control without lasting clinical impact. Investigation included customer support troubleshooting and user education on proper cgm-to-ilet pairing workflow. Investigation of this case revealed a pairing failure between the cgm and ilet during sensor warmup, consistent with a connectivity issue between the cgm component and the ilet interface, with no device damage reported. It was concluded, based on previously established findings for similar reports, that user setup sequence and sensor warmup timing were the most likely contributors to the pairing failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.